Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also retuned. No kinks were observed on the returned device. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.

Event description:
It was reported that when inserting the intra-aortic balloon (iab), the customer felt as though it was bending as it was advanced. When checked via fluoroscopy, it was discovered that the iab was kinked. It was determined that the iab could not be inserted so it was removed. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.